Event description:
An optometrist reported a pt with dry eye and stage two diffuse lamellar keratitis (dlk) in the right eye 2 days post lasik. The pt was treated with oral steroids and by increasing topical steroid drops. Additional info received states that the pt's symptoms have cleared and the pt is no longer taking the prescribed oral steroids oral steroids or topical steroids.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).